Manufacturer narrative:
Device evaluated by MFR. Device evaluation is not necessary as the event is not related to the functionality of the device.

Event description:
It was reported that the patient had an infection at both the generator and lead sites. The physician did not know when the infection began or what caused the infection. Both the generator and lead were explanted. The device history records of the generator and lead were reviewed, and both devices were sterilized prior to release. No further relevant information has been received to date.